Event description:
It was reported that a patient underwent a right achilles tendon lengthening procedure on (B)(6) 2012 and suture was used. The patient developed a possible infection and was returned to surgery on (B)(6) 2013 for an incision and drainage. A deep culture was taken. The culture was negative, however, the patient had already been treated with antibiotics.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.